Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that the 4.75mm healix advance knotless anchor broke during a surgery for the patient's avulsion fracture of anterior fork of the left knee. During the surgery, half of the anchor was inserted, the suture was adjusted, and the other half of the anchor was inserted, then the anchor broke into pieces. All pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary ==> the device was received for evaluation. Visual inspection reveals that the distal tip of the anchor is broken off. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. Probable root causes of this failure could be off angle insertion or that the bone was not prepped properly for the insertion of the anchor causing it to break. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/31/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.